Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/11/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that three empty winding former, three paper lids and one used needle suture pieces were received for analysis. Product code pn3735. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture piece was examined, and the end was noted to be cut likely by a surgical instrument. No evidence of suture breakage was identified during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the eth quality process, all devices are manufactured, inspected, and released to approved specifications. Given the current condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2026. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch: 102p0c, pn3735h-56 and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026, and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.